Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker system exhibited out-of-range (oor) pacing impedances on the right ventricular (rv) lead. The patient's rv lead was a non-boston scientific product. Boston scientific technical services (ts) discussed troubleshooting options. This pacemaker system remains in service. No adverse patient effects were reported.